Event description:
It was reported a non-(B)(6) stent did not track the tortuous lesion. That stent was removed and another stent was used to complete the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).